Event description:
Medtronic received information that prior to use of the dlp high flow coronary artery ostial cannulae, it was reported that the hospital warehouse checked all the products in the hospital and many of the devices had a loose suction tip, but the rest did not. There was no patient involvement, so no adverse effect occurred. The customer stated that if the suction tip was loose, it might cause the tip end to fall off during use, causing unnecessary trouble. Medtronic received additional information that for the devices returned in the sealed pouches, it was determined that some of these devices had loose tips as the customer turned the tip through the bag and observed that they were loose. The complained products were all defective and had been checked. They were checked by turning the tip through the bag.

Manufacturer narrative:
Device evaluation summary: visual inspection of the device shows no outward signs of any damage. The tip was loose on the device. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.